Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the device was not returned for analysis and was reported to be discarded in facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2026. During the procedure, the balloon rupture. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.